Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. After replacing the system pcb assembly and performing some other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contact physio-control to report that their device had illuminated its service led. Upon receipt, physio-control observed that the device would not complete its boot-up cycle. In this state, the device could not be used to provide therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the system pcb assembly and determined that the cause of the reported issue was due to an inoperative single board computer (sbc) on the system pcb assembly. This resulted in the device not being able to complete its boot-up cycle.

Event description:
The customer contact physio-control to report that their device had illuminated its service led. Upon receipt, physio-control observed that the device would not complete its boot-up cycle. In this state, the device could not be used to provide therapy, if it were needed. There was no patient use associated with the reported event.